Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided, which may include the returned device (if available), photographs, videos, event description, and any additional field input, arthrex has determined the most likely cause. The most likely cause of the reported failure is user error, specifically side-loading the device during use.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 09/24/2025, an arthrex subsidiary employee reported via (B)(4) that an ar-7300ds 3mm x 7cm dissector produced a dark residue when the shaver was activated during a case with no patient affected.